Event description:
Caller reported a continuous glucose monitor (cgm) error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete instructions for a pump reset, and the caller was advised to proceed with the reset when ready and to follow up if the issue continued.